Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file due to connector resistance issue printed circuit board and the power management graph was abnormal. No unexpected pump error noted of detail traces file or formatted history file noted. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a second power error detected alarm within 4 hours of troubleshooting the previous occurrence. The customer¿s blood glucose level was unknown. The insulin pump will be replaced and returned for analysis.